Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous diagonal artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc); however, the lesion was not fully dilated due to the heavy calcification and tortuosity. The 2.5x15mm xience alpine stent implant was deployed; however, it was not fully expanded and was not fully apposed to the vessel wall. Therefore, post-dilatation was performed with multiple unspecified bdc. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.